Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had replace battery now alarm. Blood glucose was 192 mg/dl. Customer reported that they receiving replace battery now alarm without a low battery warnings and also power loss alarms. Customer reported that replace battery now alarm without a low battery warning was occurred more than one time per day also multiple power loss alarms were found several times when checking alarm history. Advise the insulin pump will need to be replaced. Recommended customer refer to back up plan per healthcare provider instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with open book and critical pump error after battery installation. Pump had constant critical pump error alarm due to moisture damage on the electronic assembly. The pump was received with corroded motor assembly noted during visual inspection.